Event description:
It was reported that a case done in (B)(6) had resulted in a loose screw.

Manufacturer narrative:
The reported event could not be confirmed, because the affected device was not returned. To obtain more details about the complained event, the sales rep was contacted. The following information was provided: "case was actually done on (B)(6). Surgeon was dr (¿) ¿ recently deceased. (B)(6) who reported the event was not at the case so there are some details impossible to collate. (¿)¿ and ¿(¿) the screw had been discarded unfortunately. (¿)¿ based on the information provided, it is not possible to determine the root cause of the loosening of the screw. The possible root causes in the corresponding risk management file are: -postoperatively loads too high (exact root cause analysis towards patient incompliance or design errors not possible). Patient is incompliant; no or wrong care instruction for patient; bad bone quality. Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend. Should the device be returned, the investigation will be re-evaluated. Device is not available for evaluation.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was not able to return.

Event description:
It was reported that a case done in january had resulted in a loose screw.